Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that post procedure, the patient developed chylothorax. Use of generator was thought to be a possible cause of the symptom. It is unknown which generator was in use. The patient has recovered and current condition is fine.